Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified iliac artery. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for post-dilatation. However, the balloon ruptured during inflation. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
B5 - describe event or problem updated.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified iliac artery. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation after placing a non-bsc stent; however, during procedure, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported. It was further reported that the device was completely removed.